Event description:
The physician claims that a 20cm x 10mm hemashield vascular graft was implanted in the patient's aortic-iliac in 2001. In 2006, the patient returned for a routine check-up and it was observed by the physician that the graft had dilated to 34mm. By phone eighteen days later: upn/batch being sought. Device remains implanted with no additional surgery planned at this time. Three days later, we learned that the upn of the device and that the patient's condition is reported as doing fine.

Manufacturer narrative:
Being investigated. Should such information become available, it will be included in a follow-up report.